Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital staff was not able to achieve augmentation. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: section e: reported occupation physician event site telephone #: (B)(6). Additional email address provided: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital staff was not able to achieve augmentation. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information. Section d - unique identifier (UDI) # from: [blank] to: (B)(4). Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital staff was not able to achieve augmentation. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital staff was not able to achieve augmentation. The iab was replaced and therapy was provided. There was no reported injury to the patient.